Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 07/2026). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that prior to the port placement procedure, the catheter was allegedly broken upon opening the packaging. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one bardport MRI implantable port, one cath-lock loaded to a catheter, one guidewire hoop and one vein pick was received for evaluation and two electronic photos were provided for review. Visual, microscopic visual, tactile and functional tests were performed. The edges of the complete circumferential break on the port stem area were noted to be uneven. What felt like a port stem, was felt on the proximal end of the catheter returned. The port stem segment was removed from inside after a longitudinal cut was created on the proximal end of the catheter. The investigation is confirmed for the reported fracture issue and identified material separation issue as the fractured portion of the stem was noted to be inside the catheter. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiry date: 07/2026), g3, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to the port placement procedure, the catheter was allegedly broken upon opening the packaging. The procedure was completed using another device. There was no patient contact.